Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) units red connector on the back of the machine will not plug in. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, compoenent codes, investigation conclusions), h10, h11. Additional information: tel - (B)(6) & e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) mains red connector at the back of the machine won¿t plug in. Getinge field service engineer (fse) visited the site. Replaced the front end pcb (d670-00-1164).tested and calibrated the device as per specifications. Performed the electrical safety testing as per as3551 standard. Device is working within specifications. No patient involvement. The equipment was cleared for customer use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units red connector on the back of the machine will not plug in. There was no patient involved.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units red connector on the back of the machine will not plug in. There was no patient harm reported.